Event description:
Pt on pca pump adminstering morphine/normal saline pain med. Pt had an apneic episode that required they be given narcan to recover. Pain med = 100ml ns/100mg morphine sulfate 1 mg per 1 ml of fluid.